Manufacturer narrative:
Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2007 and mesh was implanted. The patient experienced erosion in the vagina, bladder and rectum. Attempt to remove the mesh resulted in partial cystectomy and permanent ileostomy due to unspecified complications and adhesions. The patient underwent further unspecified surgical procedures over eight years. No additional information has provided at this time.